Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the pacer is missing parts and has a broken battery door. The device was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; battery drawer is broken and two side rail covers, two side rails, ring, and two case screws are missing. Analysis also found the upper case, lower case, and ring cover are broken. Battery release, lead flex cover, and keyboard pad are contaminated. Battery contacts are compressed and the main printed circuit board found out of mechanical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.